Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device showed error code 245.3020. There was no patient involvement.

Manufacturer narrative:
Upon visual inspection the service technician noted that they replaced logic board assembly for channel error 245.3020. Replaced u4 on display board assembly for segment dim. A review of the device history record showed the device had a manufacture date of 28 jun 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for serial number (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the logic board. A review of the complaint history was performed for the serial number (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device showed error code 245.3020. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device showed error code 245.3020. There was no patient involvement.